Event description:
The x-ray machine was not working right. They had to keep taking x-ray after x-ray of the same area on my body because they weren't coming out good enough on the display. They came over and put weight (it was a plastic container of wet wipes) on the imaging arm so that it wouldn't move. Then the machine stopped working and they turned it off and on a couple of times. They must have taken at least 8-12 x-rays over and over and finally I said "hey - you are exposing me to too much radiation what is wrong with that machine?". They said they have been having trouble with it. It is a faulty piece of equipment!!! They said someone came out to fix it but it's still not working. This test was done at (B)(6).